Manufacturer narrative:
The rv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing impedance measurements were above 3,000 ohms when measurements were taken on the pacing system analyzer (psa). As a result, this rv lead was removed and successfully replaced with one of a different model. No adverse patient effects were reported.